Manufacturer narrative:
Additional product codes: ftl and ftm. Initial reporter is synthes employee part 08.520.120s, lot ds7004708: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: may 04, 2020. Expiry date: march 01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the device was received within the original packaging. The cardboard package and the inner package were already opened. The inspection has shown that implant was found broken. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection showed the relevant dimensions were conforming. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint is rated as confirmed as the part was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. While no definitive root cause could be determined a manufacturing related issue can be excluded based on the findings above. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the fan plate was discovered damaged when the product was opened. There was no consequence to the patient. During the investigation of the returned device it was noted that the implant was found broken. This report is for a fan place. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the device was received within the original packaging. The cardboard package and the inner package were already opened. The inspection has shown that implant was found broken. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint is rated as confirmed as the part was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. While no definitive root cause could be determined a manufacturing related issue can be excluded based on the findings above. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device history lot part: 08.520.120s lot: ds7004708 manufacturing site: selzach supplier: dsm biomedical release to warehouse date: 04.may 2020 expiry date: 01.march 2025 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.